Event description:
Impella cp was inserted via the right femoral artery in an 84-year-old male patient undergoing protected percutaneous coronary intervention. The patient was also receiving anticoagulant and antiplatelet therapy. It was reported that the vessel was not serially dilated as part of insertion steps; however, the impella cp 14 fr peel-away sheath includes a 14 fr-to-4 fr tapered dilator to facilitate single-step vessel dilation. Bleeding was observed around the sheath insertion site. It was reported that the physician did not follow best practices recommendations that include placing forward-tension sutures to secure the sheath; the physician instead secured the sheath using all four sheath wing holes. Following assessment, the patient was successfully weaned from impella support and the device was removed. No blood products were administered, and hemostasis was achieved following explant. The patient survived through device removal. The reported bleeding occurred in the setting of large bore femoral arterial access while on systemic anticoagulant and antiplatelet therapy. Based on the information provided, the device functioned as intended, and a causal relationship between device performance and the reported event could not be established.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.